Event description:
It was reported that the ventilator stopped delivering breaths while connected to a (non-intubated) patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. No patient harm reported.